Event description:
The ge oec 9800 fluoroscopy sys was reported to have arcing issues.

Manufacturer narrative:
A ge oec service presentative investigated the issue and found the x-ray tube needed to be replaced. The x-ray tube was replaced and calibrated to the sys. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effects were reported because of this malfunction.